Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis in both eyes one day post lasik. It was light/fine in appearance, not dense and there was no clumping. Topical steroid dosage was increased. The patient noted they are getting used to the new vision. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.